Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire that resulted in the patient consulting their diabetes advisor. The diabetes advisor advised the patient to observe if any problems ensue. The patient was not prescribed any medication and at the time of contact, the patient was doing fine. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.